Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor was undersensing, the asymptomatic patient presented in clinic. Upon interrogation asystole episodes that was not caused by true asystole, tech services confirmed that the asystole were not true. . The patient was stable throughout the interrogation and will continue to be monitored.